Event description:
Device was returned for repair only. Upon receipt it was noted that the lungs on the front end were sheared off and missing. Contact with the hospital revealed that many moths ago a surgeon had used the device in a case and had bent it. It is not known if the lugs sheared off at the same time. As it is unknown when/where the device broke or as to the location of the missing pieces, we are taking the conservative approach and filing.